Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the black plastic part of the device, between the handle and shaft, broke off when the surgeon lifted the big part of the colon with the instrument. No patient injury resulted from the issue.

Manufacturer narrative:
Correction: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the hub was broken. All pieces were returned. The reported condition was confirmed. The investigation found the hub broken. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instruction for use states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.